Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were not forming properly, but crossing over during normal application, in a scissoring effect. There was no pt consequence.